Manufacturer narrative:
The customer reported there was a sticky residue just below the spike, and returned one used sample of material 10010454, lot unknown. Upon initial visual examination, the set had no defects or abnormalities. The set was infused at 120 ml/hr for 30 minutes, and no water had leaked from the spike. There were no other leaks or issues observed during infusion. The complaint of leakage could not be verified. The root cause for the leakage at the spike was unable to be identified without a replicated failure. A device history record review was not performed as the lot number is "unknown" for this complaint.

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking. The following information was received by the initial reporter with the following: it was reported by customer that they change aads bag and attach to current aads line, found that top of line just under spike was sticker with old yellow goopy substance, possibly due to aads leaking from either bag or line.